Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation is burning off on the tips of the jaw while inside the tunnel. Patient did not get burned, nothing broke or fell off in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool handle and jaws. Charred tissues were evident on the jaws. The silicone insulation at the tip of the cold jaw was missing exposing the metal part of the tip of the cold jaw. The detached silicone insulation was not returned to the factory. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed but remained attached. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "device remains activated" was not confirmed. Both analyzed failure mode "peeled jaw" and analyzed failure mode "bent wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation is burning off on the tips of the jaw while inside the tunnel. Patient did not get burned, nothing broke or fell off in patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.